Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture IV and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and granuloma.

Event description:
Patient reported left side "capsular contracture IV, pain, nodule, " moderate inflammatory infiltrate, edema and vasocongestion... Presence of foci of synovial metaplasia and fibrous nodule" and granuloma. Device has been explanted.

Event description:
Patient reported left side "capsular contracture IV, pain, nodule, " moderate inflammatory infiltrate, edema and vasocongestion... Presence of foci of synovial metaplasia and fibrous nodule" and granuloma. Device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event capsular contracture, lump/ nodule, granuloma and local reaction was requested on 11-march-2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Lump/ nodule: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Local reaction: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.